Event description:
It was reported that during a f/u appointment, in situ testing showed 5 electrode channels with status hi and another 4 with status sc. Reportedly, a trauma at school is considered probable.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.